Event description:
Patient reported that back to back tests performed on their surestep meter were 189 and 140 mg/dl (40% difference). No symptoms were reported. Control solution test result (134) was in range (91-136). Lfs representative reviewed qc procedures and discussed meter to lab procedures with pt. There was no allegation of harm.